Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic splenectomy, at the first firing, when the reload was used during splenic artery resection, firing stopped. The doctor said that though the articulation as performed to the maximum state, there was still a feeling of slight thickness. The procedure was completed with another device. There was no patient injury.